Manufacturer narrative:
As per follow-up we received new information: patient confirmed that lens (B)(4) was implanted on (B)(6) 2018 in the right eye. Patient said that the same physician carried out the surgery on both eyes. Despite the surgeon being aware that he had blurred vision, being shortsighted and was unable to drive at night, due to terrible glares, halos/starbursts, the surgeon was not interested and dismissed him. He did not offer any support or further surgery. Patient states he was not short sighted prior to surgery. Additional patient code: 2138. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown. Best estimate is (B)(6) 2018. It was reported that it occurred just after the implant, however it is unknown which serial number lens was implanted on which date. If implanted; give date: n/a (not applicable). Exact date of implant for this serial number is unknown, it is either the (B)(6) 2018. If explanted; give date: n/a (not applicable). The intraocular lens is still implanted in the patient eye. Device evaluation: product testing could not be performed because the product was not returned as the lens remains implanted. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who underwent bilateral intraocular lens implants is experiencing blurred vision, poor vision in low light, and starbursts/halos at night causing the patient to be unable to drive a car at night. The effect was immediate the day after surgery, and symptoms persist. The first eye was implanted on (B)(6) 2018 and the second eye was implanted on (B)(6) 2018. To date the lenses, remain implanted and no secondary surgical procedure is planned. Two serial numbers were provided, and two separate medical device reports are being submitted, however, it is unknown which serial number lens was implanted on which date. No further information provided.